Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that an ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm's connecting pole broke during a rotator cuff repair procedure. All the fragments have been retrieved from patient. The procedure was completed successfully by using a new ar-1922bc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the visual evaluation and information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.